Event description:
(B)(4) study. Same patient as MDR#2134265-2012-08501. It was reported that during a stenting treatment procedure, chest pain occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. The 99% stenosed, 36mm x 2.75mm target lesion was a de novo lesion located in the second obtuse marginal branch (om). The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Following stent deployment, the patient experienced chest pain and was treated with fentanyl 25 mcg and 50 mcg intravenously. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).